Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: license key was not installed. Correction: install needed license keys. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: license key was not installed. Correction: install needed license keys.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.